Event description:
In 2008, a patient underwent therapy to repair a thoracic aneurysm. The patient had a difficult anatomy due to a coarctation of the aorta just proximal to the origin of the celiac artery. The aneurysm extended down to this coarctation and possibly slightly beyond. The proximal 34 mm endograft was deployed without any difficulty. A 42mm distal endograft was deployed such that the fabric on the distal end of the graft would land and seal in the area of the coarctation, while the trans-celiac stent would extend distally to cover the origin of the celiac artery. Upon deployment of the distal endograft, a completion angiogram was performed and a type ib and type iii endoleak were noted. The physician then chose to balloon the overlap site and the distal seal stent. He then ballooned outside of the fabric and tried to pull the distal endograft down. At this point, it was noted that some change had occurred in the position of the trans-celiac stent. It appeared that some of the bare stents had either invaginated into the distal seal stent or were now trapped behind the distal seal stent. At this time, the physician opted to leave things be.

Manufacturer narrative:
Event evaluation: still under investigation.